Manufacturer narrative:
An event of charge time out was reported. Upon receipt, the device was at end of life. The charge timeout was confirmed in the device image. The charge time out was unable to be reproduced on the bench. The cause of the charge timeout remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, charge time out was observed. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.